Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dissection tip on the hemopro was not clear to see. The reporter stated "could not clean the conical dissection tip to see properly, it looked like it had dust in it, used a q-tip but could not clean it". A replacement unit was used to complete the procedure. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed as the product lot number is unk. (B)(4).